Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device would not open outside of the pt. Another device was used to complete the case. There were no adverse consequences to the pt.